Event description:
During percutaneous coronary intervention catheterization, the tip of an interventional wire broke off and dislodged into right coronary artery. Physicians have tried to displace the wire tip via balloon angioplasty and stenting but was unsuccessful. Patient was taken back to cathlab 2 days later to perform complex coronary stent implantation in the proximal/mid right coronary artery.